Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v307391, implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that she fell in (B)(6) 2015 which whacked the lead out of place. The patient had the stimulator taken out because the lead was off and the implantable neurostimulator was dead and needed to be taken out anyways. The patient recovered completely from this procedure.